Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the cable connecting ECG "c" and ECG "d" to the distribution node (dn) being pulled from relief, also breaking the j704 connector on the distribution node pca. The root cause for the damaged cable was excessive force. There was no adverse event that resulted from the damaged belt.